Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the cmos module with drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the cmos module with drive pcb. In addition, our technician confirmed that the segment fluid damage, the down pulley wire fluid damage, the up pulley wire fluid damage, the left pulley wire fluid damage, the right pulley wire fluid damage, the operation channel (primary) leak, the bending rubber cut, and the remote control buttons misconfigured; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(fluid damage).